Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implantation surgery, upper out of range pacing lead impedance measurement was observed. The lead was taken out and replaced with a new lead. The patient condition is well.

Manufacturer narrative:
Analysis was normal. No anomaly was found.